Event description:
The customer stated a donor generated a nonreactive result of 0.42 s/co on the architect hiv ag/ab combo assay. Although nonreactive, this was a higher than expected s/co result for their blood donor population. The sample was retested in duplicate with reactive results of 1.15 and 1.1 s/co. Nat results were negative. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation: erratic hiv ag/ab combo results. In response to this issue an investigation was performed which included a review of the complaint text, a review of the architect ((B)(4)) instrument history, a search for similar complaints, and a review of labeling. Review of the complaint text indicated the customer reported a reproducibility problem on human immunodeficiency virus (hiv) ag/ab combo assay on the architect i2000sr. A field service representative (fsr) performed the following system diagnostic procedures: 2005 trigger check, 2006 wash zone 1 check, 2007 wash zone 2 check, 5131 wash station valve test, and 5132 syringe vacuum pretrigger/trigger valve tests. Every system diagnostic procedure passed acceptance criteria. The fsr then replaced the sample needle and the instrument performed according to specifications. Results of the review of the architect system operations manual section 7: operational precautions and limitations provided adequate information on requirements on collecting specimen and limitations of results interpretation. Requirements are included in the manual for preparing and storing specimen for testing. Under limitations of result interpretation, it states the architect system has been validated for its intended use. However, errors can occur due to potential operator errors and architect system technology limitations. All data must be considered for patient care management. Section 9: service and maintenance: component replacement provides step by step instructions for replacing system components. In section 10: troubleshooting and diagnostics under observed problems list multiple probable causes and resolutions related to the customer's issue of erratic results. Additionally, the architect human immunodeficiency virus (hiv) ag/ab combo reagent package insert, literature is provided in describing suitable specimens, results, and limitations of the procedure. A review of the complaint history for architect i2000sr (B)(4) over the period of time of (B)(6), 2008 through (B)(6), 2009 was performed. The review identified five additional complaints related to this issue. Four of which were resolved by component replacement and field service troubleshooting of the instrument and one that was currently open and undergoing troubleshooting. The probable cause of the customer's issue was an obstructed sample needle. After replacement of the sample needle, the instrument was running within specifications. No product deficiency was identified. This is the final report.